Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with any additional relevant information. The instructions for use (IFU) for the perclose proglide device state, special patient populations: ''the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations; patients with femoral artery calcium, which is fluoroscopically visible at access site."

Event description:
Device malfunction: needle-to-cuff miss, time of device malfunction: during vessel closure, symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.